Event description:
Allegedly, troubleshooting situation: x-ray was taken due to the patient's complaint of discomfort, and it was found that the patient had dislocated. Next day, revision of neck, head, and bipolar cup replacement was performed. Physician's findings: the patient's fall caused a strong impact, and he suspected that the neck and bipolar cup were dislocated due to impingement. He also speculated that there is no doubt that there is also a wound on the implant that was removed. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.